Event description:
System explanted due to infection. Other devices related to this system: protos dr/cls, MDR 1028232-06-0230 and selox sr 45, MDR 10328232-06-0231. Devices not returned to biotronik.